Event description:
Approximately 6 weeks after treatment with collagen, patient developed abscesses in lips. Subsequently, collagen skin test site also turned positive. Patient has been treated with oral and topical zovirax, oral zirtec, oral motrin, topical bactroban cream, and topical triamcinilone ointment.